Event description:
It was reported that during a percutaneous transluminal angioplasty, blade detachment occurred. The 5.00mm / 2.0cm / 90cm peripheral cutting balloon¿ was used in a shunt. It was noted that one blade was disconnected on the distal end. The disconnected blade was retrieved. The procedure was completed with a different device. No patient complications were reported.

Event description:
It was further reported that the lesion was 75% stenosed with mild calcification. The target vessel segment was straight; however, a 90° curve was proximal to the lesion. The sheath helped to pass this 90° curve, however, showed evidence of kinking. Deflation of the balloon was quick and without issue. The physician noted no resistance when retrieving the pcb out of the lesion and only a slight, but nut unusual resistance in the sheath.

Manufacturer narrative:
(B)(6). Device evaluated by manufacturer - the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer - a visual examination confirmed contrast media throughout the balloon and inflation lumen. Approximately 0.9cm of one blade and pad had lifted from its proximal edge. The resistance encountered between the device and sheath could potentially have resulted in the blade getting caught on the distal end of the sheath and lifting from the balloon. The blade was lifted toward a distal direction which would be consistent with the direction of device removal from the sheath/patient. The remaining balloon sections and three blades did not exhibit any damage. A 7fr introducer sheath was also returned. The sheath was kinked at approximately 2.5cm from the distal tip. The kink in the sheath is a result of the 90 degree curve in the vessel. The distal tip of the outer sheath also exhibited damage, i.e. Flaring, which would have been an effect of the resistance experienced between the sheath and the balloon catheter during removal. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was further reported that the lesion was 75% stenosed with mild calcification. The target vessel segment was straight; however, a 90° curve was proximal to the lesion. The sheath helped to pass this 90° curve, however, showed evidence of kinking. Deflation of the balloon was quick and without issue. The physician noted no resistance when retrieving the pcb out of the lesion and only a slight, but not unusual resistance in the sheath.